Manufacturer narrative:
The customer reported that the central nurse's station (cns) automatically discharged a patient without user involved in the process. According to the customer, when the doctor went to look at patient waveforms, the patient was not being monitored in the cns sector so the nursing staff had to re-admit the patient again. Per the customer, the cns must have discharged the patient on its own. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) automatically discharged a patient without user involved in the process. There was no patient injury reported.